Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 for treatment of urinary incontinence and mesh was implanted. Following the procedure, the patient had trouble urinating; is unable to sit or stand for prolonged periods of time; has suffered vaginal and leg pain on an ongoing basis; and cannot engage in sexual relations. Due to tremendous pain the patient has taken pain medication on an ongoing basis. The patient has sustained permanent and debilitating injuries and continues to experience incontinence. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pelvic pain. No additional information was provided.